Event description:
He had a coronary stent inserted on (B)(6) and within 4 days began to have hives. He was on plavix first, then effient, now on brillinta with no change in the hives. He had hives once when he was a child. The hives began 2-3 days after the procedure. He was started on plavix at the same time, as well as metoprolol, simvastatin and aspirin. He stopped the plavix on (B)(6), and started effient on the (B)(6). Began brillinta on the (B)(6). He stopped the simvastatin, metoprolol and aspirin on (B)(6). No change in the hives from changes in medication as far as he could tell, except when he was started on prednisone from the ER. He is on medrol dose pack, taking 2 pills today, and woke up with swollen eyelid this morning. He has taken aspirin all his life.